Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. Device evaluation summary: the device was visually inspected and inside pebax, it looks red / brown with no exposed parts. A second closer inspection was performed and the pebax was found damaged (hole) with foreign material inside. Then, the catheter was connected to the carto and the catheter failed as error 105 was observed. A failure analysis was performed, the catheter was dissected, and the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint regarding magnetic sensor error was confirmed during the product investigation. The root cause pc board failure cannot be determined. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that there was a magnetic sensor error. It was not known if the procedure was successfully completed. There was no patient consequence reported. The magnetic sensor error was assessed as not MDR reportable. The incidence of the magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation. During the initial inspection on june 4, 2020, it was noted that there was red / brown color showing through the pebax. Internal parts were not exposed. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional analysis on june 19, 2020, the pebax was found damaged (hole) with foreign material inside. The hole was assessed as a MDR reportable issue. The awareness date of this reportable issue is june 19, 2020.